Event description:
It was reported that during equipment set-up at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed, if add'l info is received and requires reporting.